Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site, also are unable to confirm the bent cannula and or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56 warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother of a patient reports while her son was wearing a pod between 4 and 24 hours the cannula had dislodged and was found to be bent under the adhesive. The patients reported blood glucose level was between 500 mg/dl and 600 mg/dl. As treatment, the parents of the patient were given instructions over the phone by the endocrinologist to calculate a bolus on the personal diabetes manager and provide insulin manually.